Manufacturer narrative:
(B)(4). Device was received in the manufacturer for evaluation. The evaluation is in process. The follow up report will be sent after the evaluation is completed. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The driver was returned for evaluation. Visual and optical examination revealed tip fracture near the corners of internal hex ap prox 180 degrees apart from the other. The broken off portion of the tip is missing and not returned for analysis. Atypical concave morphology noted on one side of the tip. Tip fracture surfaces covered with baked-on plastic, which is unable to be removed; unable microscopically analyze tip fractures. Microscopic examination of fracture at stress relief fillet revealed a fairly brittle fracture with river lines indicating secondary crack initiated at fillet, which propagated around the shaft. Angulation (~45 degree) of the stress relief fillet fracture, suggests a torsional component. Instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be within print specification; all 36 individual torque readings were also within print specification.

Event description:
It was reported that the patient underwent spinal surgical procedure. It was reported that the tip of the shaft broke off during use on the patient. No device fragments were left in the patient. No patient complications were reported.